Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during dwell 2 of 4. The technical service representative (tsr) advised the care giver (cg) that air had entered the setup. The tsr had the cg cycle power and advised the cg to start over with new supplies or do a manual exchange. The cg would do a manual exchange. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the pd nurse regarding the reported event. The nurse stated the hp did notify her of the alarm. The nurse stated the hp did not know what caused the alarm, but stated the hp was able to continue therapy successfully. Per the nurse, the hp was doing well on therapy. Product surveillance contacted the cg regarding the reported event. The cg stated she did not notice any visible damage or abnormalities with the cassette that was in use, but did report that she noticed moisture around the bags and on the floor. She stated she inspected the setup, but could not find any loose connections. The cg advised that the hp was able to resume therapy successfully with new supplies. Per the cg, the hp was given prophylactic antibiotics and was doing well on therapy.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported system error 2240 (air in set) was not confirmed after the sample evaluation. An actual sample was received in reference to the system error 2240. The set was placed on homechoice machine and run with no alarms noted. Not enough data was available within the complaint to identify root cause; therefore, the root cause of the complaint was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.